Manufacturer narrative:
(B)(4). This report is being submitted following an internal audit.

Event description:
It was reported that there were telemetry issues. An implantable neurostimulator (ins) overdischarge was suspected. Pt compliance was the primary reason for overdischarge. Add'l info reported the pt experienced emotional changes, no stimulation, and pre-existing pain. The pt had not recharged the ins. It was confirmed that it was the pt's second overdischarge. The pt underwent reprogramming on (B)(6) 2009. After the first physician mode recharge, there was no response from the ins. After 3 physician model rechargers, they were able to get the recharging screen. The pt was sent home to recharge. Recharging stopped and the ins wouldn't allow communication. The pt did another trickle charge at home, but nothing would come up. The pt was seen two days later and the battery was at end of service. The device was later replaced with a non-rechargeable device.